Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead was sensing noise. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.